Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg level of 62 mg/dl was confirmed on 01/12/17. User made bolus request without entering current bg level and still having insulin on board (iob). Basal rate was only adjusted to three settings, .3 over the night, 0 u/hr and .25 u/hr throughout the day. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. The time of hospitalization or when the very low values occurred could not be determined as it appears the pump was not suspended during the visit. The basal rate is suspended for 15 minutes at 1:11pm and again for 18 minutes at 4:26pm. After the bg reading of 64 mg/dl at 5:49 am, there are 3 bolus requests that morning, 5:51 am, 7:30 am, and 10:05am. There is no indication of a device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a low blood glucose (bg) level (38 mg/dl). The cause of the low bg was not known. Glucose drinks and dextrose tablets were consumed to address the bg level. The customer was hospitalized due to the low bg. The customer was treated with intravenous dextrose and was discharged 5 hours later with the low bg resolved.